Event description:
It was reported that the emergency medical services was called on (B)(6) 2015. Customer's blood glucose level at the time 17mg/dl. The customer was treated with intravenous glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.